Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. A philips specialist reported that the patient cannot be heard from the CT system. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer called the philips help desk and reported that the patient could not be heard from the CT system. This issue occurred on a big bore oncology CT system. The customer confirmed with the philips help desk (when this issue was reported) that there was no patient impact and no harm as a result of this event. A philips medical device maintenance specialist (mdms) went to the site to evaluate the system and was able to confirm the customer¿s allegation. The mdms evaluated the system and was able to determine that a failed microphone board was the cause for the operator not being able to hear the patient during a procedure. The mdms did state that the patient was still able to hear auto-voice and manual commands from the console. The mdms replaced the microphone board assembly w/ spacer to resolve the issue and return the system back to full functionality. There was no report of harm as a result of this issue. The system is operational and in clinical use.